Event description:
It was reported that a patient with an intraocular lens (iol) has residual myopia and blurry far vision in the right eye and will undergo an iol exchange. Through follow up, it was learned that the iol was explanted and another johnson & johnson lens, model dib00 26.0 diopter was successfully implanted as a replacement. A 10-0 nylon suture was required, however, an incision enlargement and vitrectomy were not required. The patient was doing fine when discharged. The explanted iol was discarded. No other information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.